Event description:
Sensing noise and inappropriate shocks reported. Physician feels there was an inner insulation fracture. Patient stated that he swims aggressively and remembers reaching hard at bottom of pool prior to this occurring. The lead was replaced. No patient complications have been reported as a result of this event.